Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 from initial report. Correction: the following information was inadvertently missed on the initial report for the device evaluation: along with the foreign material event, the device evaluation found the following technical defects: a curved rubber cut and tear, an image stain, a damaged tip, the appearance abnormality of operation unit, and cracks at berth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it was discovered that reprocessing was not performed prior to sending in the device to olympus. The event can be detected/prevented by following detailed reprocessing: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The customer¿s forceps was found stuck inside the biopsy channel during the inspection. The distal end insertion unit needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, the forceps could not be inserted nor removed while using the oes cystonephrofiberscope. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed that a foreign object was found stuck in the biopsy channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.